Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about follow up testing and if device was put back in service, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device has no power. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Customer states unit has no power when plugged into ac power, no leds are illuminated on the front panel, power cord is seated at the back of the unit. The rse noted no voltage at orange/brown pins of j1 connector on the power management printed circuit board assembly (pcba), battery voltage is at 10vdc, advised customer to start with replacing the power cord. After the power cord replacement, the customer states the unit front panel leds are now illuminated and unit powers on. The customer will continue testing when a test circuit is available, advised to leave unit plugged in to charge the battery. Resolution and disposition are pending - investigation ongoing.